Event description:
A customer contacted baxter's technical center regarding a slow flow patient line alarm that appeared on the homechoice unit while in fill 1. The home patient (hp) stated that she had a patient line extension attached to the patient line. The hp stated that she removed the extension from the patient line while in therapy. The technical service representative (tsr) informed the hp to end therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The assignable cause is undetermined.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue. Complaint is confirmed because the patient reported during trouble shooting of an alarm situation slow flow patient, they removed the patient line extension mid-therapy and reused the rest of the supplies over again, which is a use error/poor aseptic technique. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.